Manufacturer narrative:
Wrong t-pin was pulled during the case, neither the table's construction nor performance was a factor in the incident. It has been confirmed that this incident was the result of user error. Additional training was provided via four in-services during the months of april, may and sept., to continue to educate the staff.

Event description:
Patient sustained injury to the head after the doctor incorrectly pulled one of the stabilizing t-pins. This led to both the patient and table top falling to the floor. Patient sustained injury to the skull as 3 point tongs that were stabilizing the head came out.

Event description:
Patient sustained injury to the head after the doctor incorrectly pulled one of the stabilizing t-pins. This led to both the patient and table top falling to the floor. Patient sustained injury to the skull as 3 point tongs that were stabilizing. The head came out.